Manufacturer narrative:
The investigation did not identify a product problem. No customer product will be returned for investigation.

Event description:
There was an allegation of questionable results from the coaguchek inrange meter compared to a laboratory using an unknown stago reagent. The result from the meter was 3.80 inr and the result from the laboratory was 2.82 inr. The time between tests was less than three hours. The therapeutic range: was 2.0-3.0 inr.

Manufacturer narrative:
The meter serial number was requested but was not provided. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.